Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will intermittently have a white display when attempting to power it on. A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u61. The removed ui pcb assembly was an ancillary part and there was no failure.